Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial (B)(4)) displaying warning message "temp. Probes do not agree" on the screen was not confirmed during functional testing. No physical damage on the thermogard console during visual inspection. No discrepancy observed during console's event log review. Initial functional testing passed all functional tests. The thermogard is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During patient ivtm therapy, customer reported that the thermogard console (serial (B)(4)) prompted error message "temp probes do not agree" on the screen. The issue occurred during the cooling process. Additionally, console does not operate in run mode with a single t1 temperature probe connection but operates properly when the t1 & t2 temperature probes simulator were connected. The patient was hospitalized for cardiac arrest. No known impact or consequence to patient information was available.